Event description:
Additional information received on 06/02/2026 for report mw5185305. Reporter name - (B)(6). I have a tandem t slim x2 insulin pump and use its cgm system with the dexcom g7 sensor. My pump continually loses connection to my dexcom g7, yet the g7 stays connected to the cellphone app without interruption. This leads to hypoglycemia and hyperglycemia episodes that are preventable. Tandem has blamed dexcom and offered solutions that are not well thought out or feasible. I called them again this morning (B)(6) 2026 to report the most recent severe issue on (B)(6) 2026. I had emailed 2x last week via their website, but they never responded. On (B)(6), I had over 6 "out of range" alerts from the pump losing connection to my g7 that lead to abnormal blood sugars. During all of those connection issues, the g7 never lost connection to my cell phone. I have pictures of these alerts, my pump, and the g7 app at the time of the alerts and abnormal blood sugars if you need proof. This is a very frustrating issue and it has been long standing. Review of internet chats from tandem users also shows this is a well known issue. Today, tandem offered 4 non viable solutions including: 1. Attach the pump to the same side as your g7. This doesn't work as my pump site changes every 3 days and my g7 changes every 10 days, even if I kept my site on the same leg for all 10 days, there would be a 1-2 day window where I lose connection no matter what. I cannot keep the g7 and pump on the same side forever. 2. Go to longer tubing and put site on one side of body and pump on other side. This is not possible as it increases risks of snagging/damaging the pump line and also the line wrapping on genitalia as my pump is on my thigh. 3. Tandem blame dexcom and stated that their connection is "weak" to the pump and it's their fault. Again, the g7 never loses connection with my cell phone during all these issues 4. Let the pump "fully connect with warmup done" to the g7 before connecting the g7 to my cell phone. This would cause roughly 30 minutes straight of shrill alarms from my g7 app while I wait for the 30 minutes for my g7 sensor to fully warm up. This is not tenable, especially during sleep or work. I feel tandem isn't taking responsibility for their poor connectivity to the g7. I don't know what role dexcom plays, but I do know that the g7 never loses connection to my cell phone. This is the 2nd report I've filed on this. Access number: mw5185306 for that report.

Event description:
My tandem tslim x2 insulin pump loses connectivity to the dexcom g7 cgm for multiple hours at a time, leading to unknown blood sugar levels. Sometimes causes high blood sugar, sometimes causes low blood sugars unnecessarily. This happens despite the g7 being inserted in my upper arm as per dexcom instructions. I've called dexcom and tandem and they blame each other for the connectivity issues. Health effect codes: 1905, 1912. Device problem codes: 2917, 1535. Reference report: mw5185306.